Event description:
Per biotronik representative, this pt expired of chf. The rv lead migrated to the atrium and was sensing atrial fib; the device delivered several inappropriate shocks. The device is being held in the pathology department of holy cross hospital; biotronik has requested its return for analysis. Linox sd 65/18, MDR 1028232-2009-00384.